Event description:
It was reported that on or about, (B)(6) 2003, plaintiff was implanted with an ams ¿sparc tvt sling¿. The sparc sling was implanted in plaintiff to treat for ¿stress urinary incontinence and pelvic organ prolapse.¿ it was alleged by the attorney for the plaintiff that as a result of the implanted product the plaintiff ¿has sustained severe and permanent¿ personal and bodily injuries, ¿including, but not limited to, extreme pain, erosion of her internal bodily tissue, add¿l surgeries, continual bladder and urethra infections,¿ has experienced ¿significant mental and physical pain and suffering,¿ and believes that ¿such injuries will result in some permanent disability to her person.¿ it was also alleged that as a result of the implantation of the mesh sling, plaintiff suffered ¿debilitating injuries including mesh erosion,¿ dense scarring, ¿hardening, chronic pain, worsening dyspareunia, and recurrent incontinence leading to the need for dangerous and serious vaginal surgery.¿

Manufacturer narrative:
Should add¿l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.